Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. They were unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump since yesterday. Customer stated that she got the pump wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.